Manufacturer narrative:
The device had minor deviation which could contribute to the reported incident. The devices were in bad condition, probably due to wrong reprocessing, and exceeded the maintenance interval. Therefore we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service received the following information: "slippage- head slipped in the skull clamp. The slippage was on one skull clamp, but they are sending all 5 in for inspection."